Event description:
It was reported that the t button on the pump was not working properly, requiring multiple attempts to press it. The blood glucose level was recorded at 170 mg/dl. There was no additional information received regarding the outcome of the event. The customer is expected to return the pump for evaluation, and a replacement pump with serial number 1326179 will be sent.